Event description:
It was reported patient underwent lateral ankle stabilization procedure utilizing the juggerknot on (B)(6) 2012. While the surgeon was tying the sutures, the anchor pulled out. Another anchor was used in a new hole to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery."